Event description:
Info received indicates the brake function is not functioning properly. The brake is not holding.

Manufacturer narrative:
The tech found the brake cable was being pinched by the bearing and not allowing brake to set and the brake/steer caster was not adjusting properly. He replaced the bearings, adjusted the brake cable tension and replaced the brake/steer caster to repair the bed.